Event description:
Elevated right ventricular capture threshold. See lead trends for details. Measurement consistent with historical values. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).